Event description:
Curved ils 25mm ethicon stapler used for re-anastomosis of bowel. The stapler only fired and cut along one side. Lot# u9384v, expiration date: 2024-12-31. FDA safety report ID# (B)(4).